Event description:
Through follow-up the surgeon provided the following additional information. The patient underwent a right eye cataract plus stent procedure. During postop examination, one (1) stent appeared visible in the ciliary body and the other two stents implanted in the trabecular meshwork (tm). According to the surgeon, lack of pigmentation of the angle structures and mild corneal edema limiting the intraoperative view contributed to the stent malpositioning. The stent positioning will be monitored and there is no report of planned intervention (medical or surgical). Per report, the patient presented on post-op day one (1) with hyphema which resolved within a week without medical or surgical intervention. The patient most recent status was reported as ¿doing well with adverse event resolved¿.

Manufacturer narrative:
Additional information: a1, a2, a3, b5, b6, b7, g3. Correction: e1. Based on the information received, compromised intraoperative visualization by patient anatomy likely contributed to the reported event. MFR# reference:26170 . H3 other text : placeholder.

Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during cataract plus trabecular micro bypass stent system procedure, the surgeon inadvertently implanted both stents in the ciliary body, one on top of the other. A back-up device was used to implant two (2) stents successfully. There was no patient injury. Additional information has been requested.